Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).

Event description:
Tech reports wavecard would not read in laser. No patient was involved and no surgery was impacted. A back up card was used to continue using the system, without delay.